Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm or excessive no delivery alarm noted. The motor passed motor test. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 512 mg/dl. Device was able to rewind. Device had also alarmed no delivery with manual prime. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Additional information was received via phone call. It was stated that, during troubleshooting, the customer placed the reservoir back in the pump during the motor error alarm. The customer primed the tubing and the pump alarmed no delivery at 2.8 units. No delivery alarm troubleshooting was conducted, and the pump alarmed no delivery again at 2.8 units. The alarm was cleared, and the displacement test was conducted. The pump passed the displacement test. Rewound the pump and attempted to prime a new tubing, and the pump alarmed no delivery.